Event description:
I had submental coolscuplting treatment on (B)(6) 2021 and (B)(6) 2022. In (B)(6), I noticed the area under my chin seemed larger. I contacted the medical office where I had the procedure. I believe I experienced paradoxical adipose hyperplasia, although the physician I saw only documented my complaints as "skin discoloration."